Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 2990822, PMA/510k# k073291 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-op diagnosed with spinal stenosis and underwent unspecified surgery at l4-5. During surgery, the implant broke in two sections when the surgeon impacted it in. The implant was removed and replaced by another one of the same size without problem. The product came in contact with the patient. No fragment of the broken part remained inside the patient. No patient complications were reported as the result of the event.